Manufacturer narrative:
Investigation of the reported event is in progress; a follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported an employee obtained a burn on their finger while handling a leaking carton of vaprox hc sterilant. No medical treatment was sought or administered and the employee continued working.